Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a spinning spiros closed male luer, red cap that leaked adriamycin on a patient. The device was in use for an hour. There was patient involvement with an unspecified adverse event and delay in therapy, but no harm was reported.